Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. The customer's blood glucose level was unknown. The customer reported that the size of air bubble was up to 2cm. The customer reported that the air bubbles occurred after about 8-12 hours. The customer had stored insulin at room temperature. The customer stated that there were no leaks detected. The customer reported that they were not able to rewind with a reservoir in place. The reservoir will not be returned for analysis.